Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose of 460 mg/dl. The customer did not mention any symptoms of high blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they were receiving excessive no delivery alerts from the device and insisted on replacement. The customer sent their insulin pump back for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a corroded battery tube, a cracked case at the display window corners, a broken belt clip slot and minor scratches on the lcd window.